Event description:
The pt called lfs and alleged that their meter would only prompt an error 1 message when attempting to test. The pt was unable to test since the night before. Pt went to their physician's the following day because pt was feeling tired and had no energy. Their blood sugar was tested on the physician's meter and the result was 375 mg/dl. The pt was instructed to take their regular insulin dosage. No medical treatment was given to the pt. The issue was resolved with troubleshooting. Based on the information provided, there is no evidence of a meter malfunction, however, there is evidence that the meter contributed to the serious injury. The pt was unable to test on their meter so pt withheld their insulin, which held to hyperglycemia. New testing supplies are being sent to pt.